Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker had a pneumothorax at implant. Later they had a syncopal episode and noted that the device had migrated. Additionally, they reported that the lower chamber of the device had started firing and that they were admitted to the hospital. It is unclear if hospital admission was related to the reported pacemaker behavior. No additional adverse patient effects were reported. This device remains in service.